Event description:
It was reported via user facility report (B)(4) that the wire broke and was left inside the patient. Or surgeon contacted clinical risk management regarding an unintended retained foreign body (urfb) that was identified perioperatively during a right nephrolithiasis. The urfb was left in during a right kidney percutaneous nephrolithotomy in 2014. The surgeon was unable to remove the urfb device left in the patient. The patient and family members were notified and risk mgt. Began process of notifying state agencies as required. Radiographic examination of the urfb noted a fragmented 5cm length of 0.018" nitinol wire, most likely pat of an introducer procedure kit.

Manufacturer narrative:
Event date: 2014. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).